Event description:
Hosp has had a problem with pts becoming infected during or after implant. According to the hosp rep who works in disease control for the hosp, there were 7 to 12 pts involved since 12-96, utilizing various surgeons, staff and rooms for surgery. Attached is a list of the product types and lot numbers involved.